Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the pain was not determined and the healthcare professional (hcp) did not believe that the patient had an infection. The patient was scheduled to have the pump replaced next week due to end of life battery and would check catheter patency at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had called the clinic on (B)(6) 2019 to report that on (B)(6) 2019, the patient noticed their abdomen was burning over the pump area and it was warmer to touch. There was no swelling. The patient believed the pump was not working because the pain was worse. The clinic would have the patient come there next week (relative to (B)(6) 2019) to do additional investigating, interrogate the pump to confirm everything was normal with the programming and to see if maybe the patient might have an infection. There were no further complications reported at this time.